Event description:
Per the clinic, the patient experienced skin infection at the abutment site and subsequently was treated with topical antibiotics (specific date and duration not reported); however, the issue could not be resolved. The patient underwent a skin revision surgery (specific date not reported) in order to remove the abutment.